Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be advanced completely because of scar tissue in the right femoral artery of the patient. The device was removed and manual compression was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (B)(4).